Event description:
It was reported that possible output circuit damage was detected on the device. A lead issue was suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.